Event description:
Rptr has worked with 4 cases in the past 11 months in which pts have experienced infection due to mechanical failure of bladder suspension screws. Rptr wishes to report a trend, and could not provide specific pt info. Rptr has identified two mfrs of the device that he recalls having problems with. Rptr states that the devices are used for pubo-vaginal sling procedures, and in 4 cases the screws came off of the bone. Effects on pts include: bacterial infections which must be treated with antibiotics, surgical removal of screws, and in some cases extended surgery to remove infected bone. Rptr recommends further investigation of the long term effects for pts who have these implanted.